Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for a "shock" in her heart and chest pain three to five days post implant. It was also reported that the patient experienced ''beats'' and ''symptoms'' whenever there was a right ventricle pace. The patient also stated that they experienced "pain in the heart". It was further reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. A revision was performed and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.